Event description:
Additional information received that upon injection of the liquid embolic agent into the catheter, there was no resistance. The physician did not pause during injection. It was a¿continuous injection of the liquid embolic agent as per protocol. The injection rate was followed as indicated in the competitor¿s IFU. The liquid embolic agent did not get embedded in an unintended location. This event¿did not require medical intervention. There are no images of the ruptured catheter. The patient is doing good after the procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the operator flushed all the accessory devices as per the instructions for use (IFU), and reached nidus through feeder of occipital artery with the mirage marathon. They started injecting onyx 18 over period of 37min with the regular interval of 1min. After injecting around 1.9ml of onyx, they noticed a few drops of onyx leaking from distal portion of marathon. Immediately they stopped injection and withdrew the marathon from the system. A new marathon was used to finish the case. The catheter ruptured with onyx in the distal  section. There was no friction or difficulty during delivery. There was no other damage to the catheter aside from the rupture. The injection rate was 0.10ml/min. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the IFU. The patient was undergoing surgery for treatment of an occipital arteriovenous fistula (avf). It was noted the patient's vessel tort uosity was severe. The access vessel was the right occipital artery with a diameter of 4.1mm. No patient symptoms or further complications were reported as a result of this event.